Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead that was returned was otherwise normal.

Event description:
Related manufacturer reference number: 2938836-2019-05705, 2938836-2019-05708. It was reported that ra lead dislodgement was observed. The ra lead was explanted, and atrial port was plugged. The patient was stable.